Manufacturer narrative:
Corrected data: h6: health effect- clinical code: "4581-double vision" should be added. B5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter-10.0/+1.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. The patient experienced blurred vision and double vision. On (B)(6) 2023 the lens was exchanged with the same model, length, and power lens and the problem was resolved. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.5/100, into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the lens tore/broke during injection/delivery into the eye. The patient experienced blurred vision. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).